Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Procedural errors were noted during troubleshooting that may have contributed to the erroneous result. Root cause: unable to determine. Source: phone.

Event description:
Reported 1 false positive sars results for one patient. It is unknown if patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).